Event description:
The customer called and reported experiencing high blood glucose of 523 mg/dl. Customer experienced the symptoms of thirst and fatigue. Troubleshooting was performed. The drive support cap appeared normal. A large air bubble and a tiny air bubble were found to be present along the tubing length. Customer stated, she put cold insulin in her reservoir. It was advised that insulin should be at room temperature before being placed in reservoir. No leaks were found. Customer declined to check settings and did not have a tubing clamp to perform high pressure test to confirm if the insulin pump was able to detect an occlusion. It was advised a tubing clamp would be sent out to the customer. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.